Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements high within normal limits. Technical services (ts) was consulted and explained no guidance could be provided since this lead was implanted on a non-boston scientific system. Ts recommended to discuss further with the competitor's technical services. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).